Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other, other text: this investigation covers complaints related to (B)(4). One device was received by southington for analysis, identified as part # hu17ls60nsb902n. It was confirmed that this part was built in southington based on the part number provided by the complainant. This device was returned due to an emergency trach change after the vent alarm was triggered. There is not a significant amount of information provided about the event which would help determine what prompted the alarm. It is only stated that once the trach was changed, then the vent alarm had stopped. An inspection was preformed on the trach that was sent back, identified as lot number ss030723. As said by the decontamination facility, this was known because the product was sent back in its original packaging. The complainant mentions that the order in question was produced in october, however the lot we have for investigation was produced in august. Upon visual inspection of the trach there is nothing that appears to be of concern. The connector was checked to ensure the attachment of the breathing system would be efficient, pictures are attached to this in. The connector had no signs of damage, the adhesive was acceptable, and the shaft was fully seated. Based on these findings, there is no fault found with the returned device, and therefore no corrective actions are deemed necessary at this time. Smiths-medical truly appreciates all customer feedback, and regularly assesses complaints and post-market data for trends and improvement opportunities.

Event description:
Information received a smiths medical bivona trach 6.0 cuffless required an emergent trach. Change due to ventilator alarming. Once the trach was changed, the patient was stable.